Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure coil removal') in an adult female patient who had essure (batch no. 623152) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood in stool and anorexia. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, headache and weight increased outcome was unknown. The reporter considered headache, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record medical device removal, headache, weight gain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure coil removal') in an adult female patient who had essure (batch no. 623152) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood in stool and anorexia. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, headache and weight increased outcome was unknown. The reporter considered headache, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record medical device removal, headache, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.